Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) from (B)(6) alleging that his onetouch verioiq owner's booklet had incorrect information. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that page 85 states you can connect the meter (usb or ac adaptor) for a rapid charge. "Rapid battery charging" appears on the screen for approximately 60 seconds to indicate the meter is in rapid charge mode." The patient stated that when using the rapid charge function the "rapid battery charging" message allegedly appeared on the subject meter's screen for an excess of 180 seconds before disappearing. The patient claimed that the manual does not indicate that he could test his blood glucose prior to the "rapid battery charging" message disappearing, provided that the meter was plugged in for 60 seconds or more. The patient denied developing symptoms or receiving medical intervention as a result of the alleged issue. At the time of troubleshooting the issue remained unresolved. This complaint is being ruled out as an adverse event because the patient denied developing symptoms or receiving medical intervention as a result of the alleged issue. However, this issue is being reported as a malfunction because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.